Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated high impedance readings with the lead implanted at the l5 vertebral location. The lead was explanted and replaced. No complications were noted during the procedure. Postoperatively the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.